Event description:
The customer reported that the insulin pump alarmed no delivery. The customer was trying to prime her infusion set and only received three units of insulin before receiving a no delivery alarm. It seemed like she was not absorbing insulin. After troubleshooting, insulin exited and did not alarm no delivery. The insulin pump had a bad tubing and reservoir connection. Customer's blood glucose level was 408 mg/dl. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.